Event description:
It was reported that during the implant procedure, no atrial sensing was observed when the atrial lead was connected to the device. The device was not implanted. No further issues were seen on the new device. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported sensing anomaly was confirmed in the laboratory and was caused by parylene material that coated the ring contact helix of the atrium is-1 lead bore.